Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the therapy electrodes described as red and sore skin. The patient consulted his physician who recommended a cream. Follow-up indicated that the irritation was gone with use of the cream.